Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation had a breached depression, cosmetic depression, a white substance, and was melted. The proximal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned in segments and analyzed. The outer insulation had a breached depression, a cosmetic depression, a breached cut, a white substance, and was melted. All conductors were distorted and had blood/body fluid (not obstructed). The inner insulation was kinked/buckled. There was blood in/on the helix/lobe mechanism. The lead was stretched.

Event description:
It was reported that there was low impedance recorded on the right atrial lead, noise on the right atrial electrogram (egm) and apparent fracture due to a subclavian crush. The right ventricular lead was returned to the manufacturer after being explanted due to medical judgement/system upgrade. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.